Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that the device reached the 80-hour expiration time and alerted the user. The device functioned properly and no defects or deficiencies were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a (B)(6) year-old male patient had to go to the emergency room (ER) due high blood glucose (bg) levels reading greater than 250 mg/dl. The pod was worn between 24 and 36 hours on the hip/buttocks. At the hospital they placed him on an intravenous therapy of fluids and insulin for the suspicion of diabetic ketoacidosis (dka). The patient was at the hospital for a few hours until his bg levels returned to normal range.